Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6)2012, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disk space, in the facet joint and on top of the lamina). As reported, the patient's post-operative period had been marked by a period of improvement following revision surgery, but her pain ultimately returned and patient experienced progressively worsening low back pain, with radiation of pain in her left leg and associated weakness. Severe pain and symptoms ultimately compelled patient to undergo a second risky, painful and costly revision surgery on (B)(6) 2012. Patient continues to experience chronic lower back pain, with pain radiating through her hips and down her legs, numbness and burning in her feet, and weakness. Patient was unable to sit or stand for long periods of time, and experiences difficulty walking. Patient required use of cane, walker and wheelchair to assist in ambulation. These serious injuries prevent patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.